Event description:
Report #2 of 2 for this event. As reported, this patient had initial bilateral total knee arthroplasties, subsequently, ten (10) years, eight (8) months later, the patient experienced left knee pain, stiffness, and swelling. As a result, the patient underwent a revision of the left knee due to prosthesis wear and osteolysis. It was noted the patella component was worn and the tibial polyethylene component showed significant pitting, delamination and discoloration that required irrigation of the knee joint. Additionally, it was noted the femoral and tibial components showed to be well fixed. The patient left the operating room in stable condition. Explants were returned for evaluation as well as images and radiographs. No additional information is available.

Manufacturer narrative:
D10: 200-01-03 - cemented cr femoral sz 3 (B)(6). 200-04-34 - cemented finned tib. Tra sz 3f/4t (B)(6). 200-23-15 - cr tibial insert sz3, 15mm (B)(6). H10: multiple MDR reports were filed for this event, please see associated report: 1038671-2022-01333. The complaint devices were evaluated, and the reported event was confirmed. The evaluation identified fatigue wear with pitting/third body wear and delamination secondary to cyclic shear stress between the tibial and femoral components. The wear pattern of the tibial insert suggests that the femoral component was externally rotated with respect to the tibial tray. However, the relative alignment of the components in the transverse plane cannot be confirmed due to the orientation of the lower limb in the provided radiograph. The patella component appears worn on the articular surface, consistent with pitting/third body wear and articulating against the patellar groove and/or ridges of the femoral component for over 10 years. Operative notes and/or medical records were not provided for review of usage/ technique. A review of complaint history determined that no further action is required as no trends were identified. The revision reported was likely the result of malalignment between the femoral and tibial components, instability, third body wear, patient-related conditions, or any combination of these possibilities after being implanted for over 10 years, which led to wear of the polyethylene components. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.